Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and loose drive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarms cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed self-test and a21 error alarm test. No a17 or a21 alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and broken reservoir tube lip.